Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical device: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
The leads was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the leads was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.